Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) only changed out the cassette. The caregiver (cg) stated that he changed out the cassette but did not change out the bags. The technical service representative informed the hp to start over with new supplies. (B)(4) contacted hp on (B)(6) 2011. The hp stated that she was able to complete therapy with new supplies. The hp stated that they were not connected at the time of the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error of reuse of disposables, which was described by the patient. The home patient replaced the cassette but had reused supply bags in response to a check lines and bags alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. . The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.